Event description:
Intended use: the vidas® 3 system is a complete standalone immunodiagnostic system intended for trained and qualified laboratory technicians (daily routine use) and laboratory administrators (application configuration). The vidas® 3 system is intended to be used with vidas® reagents in clinical laboratories only. This device is an in vitro diagnostic medical device for professional use only. Issue description: on (B)(6) 2026, a customer from france notified biomérieux of a pump issue that led to false results when using vidas 3 - (ref. 412590, serial number (B)(6)). The customer noticed that there was an issue with the calibration made with the toxo igg parameter, which showed systematic discrepancies in position a2 with relative fluorescence value two times lower compared to other positions. The first invalid calibration occurred around (B)(6) 2026. A retrospective analysis of calibration and patient reports shown that up to 16 patients may have been affected across assays (ebna, cors, vcam, cmvm, cmvg, lym, lh and txg), all launched-on position a2. However, at the time of the assessment, no additional testing had been performed by the customer on these patient samples. As a result, there is no confirmation as to whether any of the 16 identified cases were indeed impacted. A field service engineer went to the customer place. The compartment a was deactived. Normal function was tested and all was clear. The sections were cleaned and checked. The pump in section a was replaced and the firmware was updated. The customer reported that there was no patient harm or incorrect treatment due to the referenced issue nor delay in rendering the results. A biomérieux internal investigation will be initiated.